Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced discomfort at the ipg site. The ipg is too big and causes discomfort when the patient sits. As a result, surgical intervention may take place.

Manufacturer narrative:
Correction: h6 investigation conclusions should have been: 67 - no problem detected instead of: 4315 - cause not established. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.